Manufacturer narrative:
The ri-2 unit involved in the incident has not been returned to belmont medical technologies for investigation. There is no indication of patient harm as a result of the reported incident, and a review of past complaints indicates that this was an isolated incident. After review of complaint by belmont engineering, it was determined that the jono sterile that was infused is a calcium containing solution. Calcium containing solutions are not compatible with the device and can cause clotting of blood products that ultimately lead to a high pressure alarm. Root cause of the reported issue is consistent with the addition of jono sterile to the device. The device history was reviewed and no similar issues or trends were identified. No further issues have been reported on this device. In order to ensure that such an event is avoided in future, belmont conducted retraining at the user facility on january 24th . The users were educated for compatibile fluids with the device and were advised to refer the user manual for list of compatible and incompatible solutions. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. Belmont medical devices were informed by our EU authorized representative of a user report that was submitted directly to bfarm. The report stated "system primed with jono sterile, transfusion of several ek and ffp concentrates as well as 1000ml jono sterile. Total about 3000ml transfused through the system. Subsequent error message on the device - high pressure in the reflux leg. Multiple unsuccessful attempts to flush the system. No longer using the system possible. Switching to another system to avoid endangering the patient. No acute damage was detected, consequential damage not known. The ri-2 unit involved in the incident has not been returned to belmont medical technologies for investigation. There is no indication of patient harm as a result of the reported incident, and a review of past complaints indicates that this was an isolated incident. The reported incident did not provide details of any specific alarm message or error number exhibited by the ri-2. Belmont has followed up with the distributor to obtain additional information from the user. The report details that the ri-2 system was used with a solution of jonosteril. Our initial review indicates that jonosterile contains calcium. The user manual and quick reference guide specifically warns to not use the ri-2 with solutions containing calcium. There is also a label attached to the top of the ri-2 device that warns against the use of solutions containing calcium. Use of solutions containing calcium can cause clotting and occlusion of the unit. The device has not been evaluated by belmont, nor is there information about any specific alarms exhibited by the unit therefor it is not yet possible to determine if the ri-2 malfunctioned or establish a definitive root cause at this time. The investigation to date indicates that there was user error involved since a solution containing calcium was indicated as being used. A final report will be submitted upon completion of the investigation.

Event description:
Belmont medical devices were informed by our EU authorized representative of a user report that was submitted directly to bfarm. The report stated "system primed with jono sterile, transfusion of several ek and ffp concentrates as well as 1000ml jono sterile. Total about 3000ml transfused through the system. Subsequent error message on the device - high pressure in the reflux leg. Multiple unsuccessful attempts to flush the system. No longer using the system possible. Switching to another system to avoid endangering the patient. No acute damage was detected, consequential damage not known.